Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a continuous stitch on uterine closure during caesarean section, the thread separated at the swage. Another suture was used to resolve the issue. No patient injury.